Event description:
It was reported that, "trial insert broke during removal after trial reduction."

Manufacturer narrative:
Eval summary: visual inspection showed the device was in used condition with visual discrepancies attributed to frequent usage. The underside locking profile was chipped in two distinct locations. Add'l dents and scratches were observed along the edges. The device mfg history record for the reported lot indicates that devices were mfg and accepted into final stock with no reported discrepancies. The investigation concluded that this event is related to a trend of similar events where triathlon tibial insert trials fracture, fragment or crack when seating on the tibial templates due to interference with the headed pins fixating the template to the tibia. A design non-conformance was observed.